Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called reporting her insulin pump is beeping every five to ten minutes. Customer just programmed her insulin pump with her endocrinologist. Customer's blood glucose is 83 mg/dl. Customer changed the beep to vibrate, and then changed it to beep short. Customer was advised to monitor the device and call back if needed. Nothing further reported.